Event description:
Report received of an over-delivery. The report states, "xigris was ordered for the pt, and a new line was placed and confirmed by chest x-ray. Xigris was hung at 23:00 at a rate of 9.35 ml/hr. The medicine was to infuse over 5.35 hours. At 3:00, the pump was beeping and the rn checked the pump. The rate was still set for 9.35 ml/hr. But the volume infused showed 46.75 ml. The pump displayed a cassette malfunction message, but the nature of the message was not specified by the nurse in the incident report. The pt's physician was notified, and the pt was monitored for signs and symptoms of bleeding. There was no reported injury to the pt. The customer was contacted and the above info was verified. Add'l info indicated that after the pump alarmed for a cassette failure, the tubing set was changed and the therapy was completed using the replacement set. There was no reported adverse pt effect. Though requested, no further info was available.